Event description:
It was reported that the customer experienced issues with infusion sets and that the insulin pump had a crack in the device. The caller did not know the blood glucose reading. The customer stated that the reservoir compartment was difficult to tighten due to the crack. She reported that the issue had started 3 years prior, but she was able to resume use of the device. She stated that the issue had gone away, but now the issue had returned. She did not want to replace the insulin pump, stating that she believed that the issue was related to the reservoir. She advised that she would call back when she had the information on the reservoir and infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.